Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) indicated fault 41 (patient temperature sensor failure) was not confirmed during functional testing but was confirmed during archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The archive data review indicated intermittent fault 41 messages, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. The platform was run using the normal manikin on 30:2 and continuous compression modes for 40 minutes without issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platforms (sn (B)(6), sn (B)(6)) indicated fault 41 (patient temperature sensor failure) messages during a training session and on the next day during device checks. No patient involvement.